Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during laparoscopic appendectomy the staples were not closing all the way while cutting across a vessel. There was blood "squirting out of the staple line." The surgeon cauterized the vessel to stop the bleeding. The procedure was completed with this device with no patient consequences reported.